Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received no motor movement or negligible movement and retries to free a stuck motor failed alarm. Customer¿s blood glucose level was 203 mg/dl. Customer reported that they were not able to clear the alarm. Customer stated that they are not able to rewind the insulin pump. Customer troubleshoot was performed. Customer was advised to the insulin pump requires replacement and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected no motor movement or negligible noted. Motor was tested outside device and passed.